Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascws0132 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that there was leakage of proximal leur lock. No other information was provided.